Manufacturer narrative:
The implant date and lot numbers were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was unhappy with the pump location and overall performance. It was determined that the pump appeared high. A revision surgical procedure was performed during which the existing device was explanted and replaced with a new inflatable penile prosthesis (ipp). There were no patient complications.